Event description:
On 9/19/97, pt reported peritonitis. Follow up call to rn on 9/29/97 revealed peritonitis was caused by staphylococcus aureus. Pt was not hospitalized but was treated with kefzol 1gm x 21 days ip on an outpatient basis. As of 9/29/97, peritonitis was resolved.